Event description:
Reportedly, during patient use, the ventilator stopped cycling and a 'device alert' alarm occurred. The pt was manually ventilated; however the pt died. Per the physician's opinion, it could not be confirmed if the patient's death was liked to the stopping of the ventilator. Covidien is working on getting the device back for failure investigation.

Manufacturer narrative:
(B)(4).